Event description:
On june 11, 2024, the lay-user/patient contacted lifescan (lfs) france, alleging that her onetouch verio flex meter does not turn on with the power button. The complaint was classified based on the customer care agent (cca) documentation during the initial call since the patient was unable to be contacted by phone for follow up questions. The patient alleged that the power issue started on (B)(6) 2024, at 11 am. The patient claimed that the subject meter did not turn on and she could not do a blood glucose test because of the alleged issue. The patient manages her diabetes with fixed doses of insulin (20 units lantus and 18 units victoza every evening) and stated that she continued taking her usual dose of medication in response to the alleged issue. On (B)(6) 2024, at 11:30 am, the patient ¿fainted¿. The patient reported that an ambulance was called, however she refused to go and get treatment. Instead, the patient got some rest. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time and there was no indication of misuse of the device. The cca established that the subject meter did not turn on by pressing the power button, however the meter did turn on after inserting a new test strip. Replacement products were sent to the patient. This complaint is being reported because the patient claims that she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.